Manufacturer narrative:
Qc was within customer's specifications prior to the event. A bci field service engineer (fse) noted that all previous system checks for this instrument passed within instrument specifications fse performed: required hardware verification testing; no issues were noted. A high sensitivity system check which passed within instrument specifications. Replaced the mixer a definitive root cause has not been determined to date for this event with the data provided.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to receiving accutni result above the acute myocardial infarction (ami) cut-off for one patient generated by the access 2 immunoassay analyzer. The result was not reported out of the laboratory; hence no impact to patient treatment. The samples were repeated on the same unit and lower result within the normal reference range was obtained.